Manufacturer narrative:
The pump was received with a blank display after battery installation due to a misaligned battery tube caused by a crack at the battery compartment and cracked battery tube threads allowing the battery tube to shift out of position and not allowing proper contact between the battery cap contact and battery tube. The pump was cut open to perform a visual inspection. Removed the motor support cap and realigned/repositioned the battery tube back into place. The pump powered up successfully verifying the misaligned battery tube caused the blank display. Retrieved the pump software version and verified the internal serial number. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Blank display (unexpected battery power loss), misaligned battery tube, cracked battery compartment, and cracked battery tube threads are confirmed. The blank display was due to a misaligned battery tube caused by the crack on the battery compartment and cracked battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a replace battery alarm, and the pump was not turning on. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed for replace battery alarm, and the issue was not resolved. Troubleshooting was performed for display issues, and the customer reported a blank display. The customer stated that no damage was reported on the battery cap and compartment. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1780kpk was requested, and the customer responded that the device would be returned.